Event description:
It was reported that the stent graft failed to fully open upon deployment. The device was deployed at the distal end of a previously implanted 8mm stent graft. Upon deployment, the proximal portion of the stent failed to open. The physician retracted the sheath; however, the stent still did not fully open; the physician then moved the entire delivery system forward and the stent fully opened. However, imaging demonstrated that the device did not obtain desirable wall apposition. The physician then advanced a balloon catheter and performed post-dilatation. Upon deflation of the balloon, it was identified that the stent graft had moved 1 cm proximal to its desired position. Using the balloon catheter, the physician attempted to pull the stent back to its desired location; however, it was unsuccessful. A 12mm bare metal stent was then advanced and deployed successfully overlapping the two previously implanted stent grafts. There was no pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent graft remains implanted; however, the delivery system has been returned. The investigation is currently underway.